Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was damaged. The customer states part of the pump had fallen off. The customer's blood glucose level was 347mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap, cracked case at the display window corners, cracked battery tube threads, minor scratches on lcd window, broken belt clip slot and missing the end cap sticker.